Manufacturer narrative:
(B)(4). Method: the actual device was not returned. A review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
This is the second of two reports involving two separate products involving two different patients. Refer to report 2026095-2016-00114 for the first report. Refer to report 2026095-2016-00118 for the second patient. A report was received from stating there was an incident of a catheter break in which the device was retained inside the patient. No additional information was provided.